Event description:
It was reported that 7 days following the implant of a transcatheter valve at an implant depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc) in a patient with heavily calcified anatomy, an echocardiogram was performed that revealed moderate paravalvular leak (pvl). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon, and a post-implant bav using a 22 mm non-medtronic balloon was performed as well; however, the pvl did not resolve. It was noted that the annulus perimeter was 91.7 mm indicating the balloons were undersized. Subsequently, a 10 mm non-medtronic valvular plug was implanted to treat the pvl. Following the implant of the valvular plug, trace pvl was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.